Event description:
The hcp reported that the pt experienced a tingling, itching, and shocking type pain in the muscles of his back in the posterior midline. The hcp reported that the pt had been referred to the neurosurgeon that implanted the stimulator. Additional information has been requested from the neurosurgeon, but no information had been received as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.